Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. Despite the alarm, caller¿s blood glucose levels did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.